Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27.5 mmol/l (495 mg/dl) with ketones present, while wearing the pod between 4 and 24 hours on the abdomen. A correction was administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.